Manufacturer narrative:
The returned device analysis confirmed the reported gripper line break. The reported single leaflet device attachment (slda) and difficult to remove gripper line could not be tested during the returned device analysis as these are related to patient/procedural conditions. Additionally, it was observed that the gripper line was returned curled/coiled in some sections due to stretching and kinked inside the packaging tray. The gripper lever shaft was observed to be twisted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated, and a definite cause for the reported difficult to remove gripper line could not be determined in this incident. The reported gripper line break appears to be a cascading effect of the reported difficult to remove gripper line. The reported slda was due to challenging patient anatomy. Based on the information reviewed, the reported unchanged mitral regurgitation was a cascading effect of the reported slda. The reported patient effect of worsening (unchanged) mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There was an observed kink in the gripper line, stretching that resulting in a curled/coiled gripper line and a twisted gripper lever shaft which were a result of the reported difficult to remove the gripper line and procedural circumstances of difficulty in removing the gripper line. It is likely that the gripper lever shaft twisted during the attempt to remove the gripper line despite the resistance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet and gripper line removability issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 3-4. The patient had previous open heart surgery with aortic valve replacement and considered high risk for mitral valve surgery. The surgical mitral ring created a level of discrepancy between the anterior and posterior leaflets. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed; however, immediately after the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). During removal of the gripper line, when the physician had pulled the gripper line approximately 40 centimeters, sudden resistance was noted. The physician pulled until the gripper line broke. The cds was removed leaving the gripper line in place in the sgc. Once the cds was removed, the rest of the gripper line was pulled out via the sgc. There was no additional intervention performed for the slda, mr remained 3-4. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.